Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user called regarding a previously eaten meal and was advised not to announce it due to risk of insulin stacking, and also requested assistance completing the fill cannula step during a supply change; the user reported a last known blood glucose of 180 mg/dl and could not view current readings while the sensor warmed up. Symptoms included perceived hyperglycemia without measured confirmation. Outcomes included no alerts above 300 mg/dl for over 90 minutes, no ketone testing, no back-up therapy use, no medical intervention, and no need for assistance. Investigation included troubleshooting and education on meal announcement timing and completion of the fill cannula step. Investigation of this case revealed no device alarms or malfunctions and no confirmed device performance issue, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.